Event description:
Approximately one month after treatment with bovine collagent the patient reported tenderness and swelling at the treatment sites on their lips and the test site. Phisician prescribed oral antibiotics, prednisone, benadryl and valtrex. Diagnosis of delayed hypersensitivity.